Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a tka. Subsequently ten years after the procedure the patient was revised due to loosening of the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, d2, d4, g4, g5, g7, h1, h2, h10. Previously reported the following now all item listed below are unknown: device product code; item number; lot number; UDI #; manufacturing date; expiration date; 510k number.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint is not confirmed. No product was returned provided; visual and dimensional evaluations could not be performed. Photograph was provided for the explanted femoral and it shows bone growth, however detailed evaluation could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.